Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. Carefusion has sent a replacement blender and the customer reports that the device has been repaired and placed back in to service. The suspect device has not been been received yet by carefusion for further evaluation. (B)(4).

Event description:
The customer reported the bias flow was out of spec when connected to the blender on the 3100 high frequency oscillating ventilator. The customer reported there was no patient involvement associated with this event.